Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. High impedance and noise was noted. The rv (right ventricular) pacing impedance measurement was typically in the 400 ohm range, but the last measurement on (B) (6) 2010, was infinite. The lifetime ventricular sensing integrity counter was 944, and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that a lead fractured was suspected. The lead remains in use. No patient complications were reported as a result of this event.